Manufacturer narrative:
The cobas eplex core unit serial number was (B)(6). Negative and positive external controls were analyzed, and do not show any unexpected detections at any targets. The investigation did not identify a specific root cause. The issue was consistent with issues that occurred during the manufacturing process, causing nonspecific binding, resulting in background signal overcoming the limit of detection and generating 'detected' results. Based on the analysis, the consumable lot was performing within expected standards, and the observed issue was limited to the specified consumables.

Event description:
There was an allegation of questionable false-positive results from the eplex blood culture identification gram negative (bcid-gn) panel on a cobas eplex core unit. Sample 1 initial results were bacteroides fragilis, cronobacter sakazakii, k. Pneumoniae group, stenotrophomonas maltophilia, pan gram positive, imp, and oxa detected. The repeat test on (B)(6) 2025 had k. Pneumoniae group detected. Sample 2, on (B)(6) 2025, initial results were bacteroides fragilis, cronobacter sakazakii, escherichia coli, stenotrophomonas maltophilia, pan gram positive, ctx-m, imp, oxa detected. The repeat test had e. Coli detected.